Event description:
The customer stated that the insulin pump gave an alarm, followed by a blank display and beeping. Troubleshooting was performed, and the screen came up, then froze. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a full segment display and frozen screen due to moisture damage on the mother board. Unable to verify any alarms due to the frozen screen. No blank display noted.